Manufacturer narrative:
Exemption number e2017017. (B)(4). Investigation showed that dried contrast medium at the bottom of the gantry base obstructed the gantry during tilting. The gantry cover became stuck during the movement and caused the breakage of the lower front segment of the cover. The gantry shows unusual remains of dried bodily fluids and old contrast medium at several locations inside the gantry, which siemens' customer service engineer removed. The lower front segment was replaced and the system is in working order. This occurrence is considered to be a single event. Considering this, no further corrective action is initiated.

Event description:
Customer informed siemens on (B)(6) 2017 that there was loud noise during gantry tilt. It is reported that the customer found that the gantry lower front segment was broken. There is no report of injury or mistreatment to a patient. (B)(6).